Event description:
Consumer reported during a flow check with 1 pen needle the check failed. Viewed the non patient end needle and it was bent. Caller contacted lilly humalog case # (B)(4) the rubber tip on pen was bubbled out. Now pen not useable. Dc lot # 2333534. Catalog# 320550. Date of event 02.06.2024. Sample status awaiting sample (B)(6).

Manufacturer narrative:
Additional information was added to: b4, g6, h2, h3, h6, h10 correction to h6, component code, investigation findings, investigation conclusions investigation summary: samples were received and an investigation was performed. This is the 2nd complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.